Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter reading inaccurately high compared to her feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2013, at 10pm, she obtained a blood glucose reading of ¿200mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (self adjuster) and in response to the alleged meter issue the patient reportedly administered insulin (dosage unclear) and went to bed. Approximately four hours later the patient woke up trembling and with blurry vision; she consumed eight small pieces of ¿dextro energy minis¿ as treatment ten minutes later and at approximately 3am, she felt better and went back to bed. The patient reportedly woke up at 8am and retested with the subject meter; reading however, is not known. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement meter was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/17/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 12/6/2013 and 12/11/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.